Manufacturer narrative:
Method: a review of the lot paperwork was conducted. Results: the review of the manufacturing records verified that the lot was processed normally and all pre-releases specifications were met.

Event description:
The patient presented with occlusion of the distal sfa. A 6mm viabahn device was advanced through a 7 fr cook introducer sheath over a 0.035 amplatz super stiff; retro-grade to the lesion. The physician was unable to advance the device across the very calcified lesion. The device became stuck. The physician tried to pull the device back into the sheath and out. He was able to remove the delivery system from the patient; however, the sheath separated from the hub and remained inside the patient. The patient was taken to the operating room for surgical removal of the introducer sheath. The patient was fine at the end of the procedure. The device was retained at the hospital.